Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was less efficient at charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility protocol.